Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was difficult to deflate. Also, stated that the valve was cut and the catheter was removed.

Event description:
It was reported that the catheter was difficult to deflate. Also, stated that the valve was cut and the catheter was removed.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Sample was evaluated and observed salt accumulation at the drainage lumen and on balloon. Unable to retrieve the remaining water inside the balloon. The catheter was dissected and observed collapse lumen under the balloon. However, the exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/ collapse lumen/ sac close eye/ valve damage. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[intended use & effect- efficacy] the device is a tray kit product that is used for the purpose of urinary drainage and combines a disposable catheter designed to be placed in the bladder, and a urine drainage bag. [Directions for use] 1. Method of use the device is intended for single use only and is not reusable. (10) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. [Precautions] 1. Precautions for use (exercise caution when using the device in the following patients) (1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions (1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. (2) when any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. (3) when it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿."